Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported that about one week after a refill, the patient did not feel well. When the hcp checked the pump on (B)(6) 2019, it was empty even though the next refill was scheduled for several weeks later, and the expected volume was 22ml. It was initially reported that the physician refilled the pump, and ¿it happened again¿. It was later clarified that the pump was empty only one time. The physician suspected leakage from the pump. It was noted that the customer did not use the device manufacturer refill kit. The customer used a 21 gauge non-coring needle from a different device manufacturer. It was further reported that the hospital used a custom system to refill the pump, and technical services advised that the use of an inappropriate needle could disrupt the integrity of the septum, thus allowing the leak of the drug from the reservoir into the pump pocket. It was also advised that it was possible to make two contrast dye studies; one via the catheter access port (cap) to verify the integrity of the catheter and any leak at the catheter/pump site and via the reservoir by filling the reservoir with the contrast dye to verify any leak at the pump site (septum). There were no additional environmental, external or patient factors reported that might have led or contributed to the event. The issue was not resolved but no further investigation was going to be done because the physician decided to check if everything was okay at the next refill visit and would ask the patient to call in case of symptom return (the physician was not called by the patient). The physician did not know if a pocket fill occurred, but the physician did not think a pocket fill occurred. It was noted that the physician would be ¿very careful¿ at the next refill and would make sure the drug went into the pump and would make sure that the patient had a normal follow-up. The cause of the empty pump was not determined. The pump was not going to be explanted. The patient's status was alive - no injury. No further complications were reported.